Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that a power up, the heartstart mrx displays a defib error, code 1000. There was no reported pt impact.